Event description:
Cadd prizm pump used for continuous infusion of 5fu. Pump settings: 120ml total volume-infusion rate 2.5ml/hr over 46hr with overfill of 5ml. Pump/infusion started by the oncologist office on (B)(6) 2010 4pm. Pt returned to his oncologist office 44hrs later on (B)(6) 2010 12noon. The pump showed infused volume of 110ml but there was a measured amount of 67.5ml residual volume. The pump was interrogated using the MFR provided software and revealed a correct infusion rate of 2.5 ml and infused volume of 110 ml over 44hours. The pt had reported an alarm by phone earlier on (B)(6) 2010 which was resolved.